Event description:
While performing angioplasty on a patient with small vessels, during the procedure one of patient's vessels became dissected. The physician decied to stent the vessel. A zilver 518 was deployed in the patient and they noticed that it seemed to have landed in the middle of where they had wanted the stent to have been deployed. They then went back in and angioplastied the stent when they noticed it wasn't long enough. It looked as if it had "shortened" approximately 5 millimeters on either end, for a total shortening of 10 millimeters. They measured using a 2 centimeter inner-to-inner marker pigtail as well as a marker ruler placed under the patient. This convinced them they had actually deployed a 6x40 stent that was incorrectly marked by manufacturer. They stopped their procedure when the patient's small vessels continued to spasm. When the procedure was done, no negative outcome to the patient was noted (except the stent was not able to be fully opened up on one end due to the spasms).